Event description:
It was reported that the patient received seven inappropriate shocks from the right ventricular (rv) lead and a lead integrity alert (lia) was triggered. An rv lead fracture was suspected. Rv oversensing, high short interval counts (sic) and many non-sustained ventricular tachycardia episodes were also noted. It was also indicated that rv lead impedance had varied over the previous two months. A magnet was placed over the device until lead revision. During rv lead revision, the right atrial (ra) lead dislodged. The rv lead was explanted but not replaced as the patient underwent a system downgrade from a cardiac resynchronization therapy defibrillator (crt-d) to a cardiac resynchronization therapy pacemaker (crt-p). The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant: d224trk crt-d, implanted on 2009-(B)(6). (B)(4)